Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The physician impacted the tibial keel punch with the mallet rather that the inserter and part of the metal broke off.

Manufacturer narrative:
Examination of the returned device confirmed that one of the two tabs is broken. The root cause is misuse/off-label use. It was reported that the physician impacted the tibial keel punch with the mallet rather than the inserter and part of the metal broke off. Due to misuse as the root cause, no further corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.